Manufacturer narrative:
Pro code: nio stent, iliac. (B)(4).

Event description:
According to the initial reporter, the barcode for an 8x80 stent that was used by the end user last week was apparently mis-labeled as the stent was in fact an 8-40 in length and not an 8-80. No additional procedures were needed. It was further reported that the stent was implanted and they did not realized it was the wrong size until they implanted it. Per the doctor the stent was deployed and then it was noticed that it was shorter. It does not seem likely that it compressed or shortened due to a kissing stent being deployed simultaneously that should have been shorter (60mm) and ended up looking longer. The stent was not long enough and two additional stents were required to achieve a satisfactory result.